Manufacturer narrative:
H4: device manufactured on october 26, 2022- october 27, 2022. H10: six (6) devices and six (6) photographs were received for evaluation. A visual inspection with the unaided eye was performed on the actual samples and no particulate matter (pm) was observed. Additionally, a visual inspection along with magnification did not observe pm in fluid pathway of any of the containers. The fill port caps were removed from the actual samples with no issues noted in the connector or cap areas. A visual inspection of the photographs was performed which observed white to colorless irregularly shaped polymeric appearing particles in the fluid pathway in all of the containers. Based on the photographic images, the reported condition was verified, however, was not verified during the evaluation of the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a small particle. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.